Manufacturer narrative:
Reference MFR report # 2916596-2015-01480 for the previous report of the pump exchange due to suspected thrombus. (B)(4). Approximate age of device ¿ 1 year, 2 months. The patient remains on support, and no additional information has been provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had been readmitted due to suspected pump thrombosis. The patient's lactate dehydrogenase (ldh) was elevated to an unspecified level. The patient was not a candidate for a pump exchange and will likely be placed on hospice. System controller log files were submitted to the manufacturer's technical services for review. Log file analysis revealed periods of increased lvad pump power readings. Additional information was requested, but has not been received.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the patient remains ongoing on vad support. The report of power elevations was confirmed based on the evaluation of the submitted system controller log file. The log file captured an increase in power and decrease in average pi throughout the file. Based on our complaint history and similarly reported events, elevated ldh, coupled with increased pump power and flow, and decreased average pi could be indicative of potential device thrombosis; however, a specific cause for the changes in pump parameters and elevated ldh could not be conclusively determined without a full evaluation of the device. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Additional information: reference MFR report #2916596-2016-02176 for the report of the ischemic cerebrovascular accident (cva).

Event description:
Additional information: it was reported that the patient was admitted on (B)(6) 2016. The patient¿s lactate dehydrogenase (ldh) had cycled up and down two to three times from admittance through (B)(6) 2016. The patient¿s ldh was reported as 1495 u/l on (B)(6) 2016, 530 u/l on (B)(6) 2016, 449 u/l on (B)(6) 2016, 1059 u/l on (B)(6) 2016, and 2029 u/l on (B)(6) 2016. The patient¿s reference ldh was 291 u/l measured on (B)(6) 2015. The patient also presented with elevated pump power greater than 2 watts over baseline of 4.6w and hematuria. An echocardiogram was performed, results were not provided. A ramp echocardiogram was not performed due to the patient¿s limited treatment options. The patient was treated with low dose heparin. The patient was discharged on (B)(6) 2016 with home hospice. During admission, the patient had an ischemic cerebrovascular accident (cva) on (B)(6) 2016, which was treated with a thrombectomy. Due to the ischemic cva, the patient was not a candidate for tissue plasminogen activator (tpa) or device exchange. No additional information was provided.